Manufacturer narrative:
(B)(4).

Event description:
Two closurefast catheters failed to deliver heat once connected to the rfg3 generator and placed inside the patient. The catheters were removed from patient. No injury to patient. The procedure was aborted. However, the patient had already been prepped and tumescent had already been administered to the patient.

Event description:
Evaluation summary: the unit was functionally tested five times and it passed testing each time. Efforts to replicate the reported event were unsuccessful.